Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files confirmed the reported low flow alarms; however, a specific cause could not conclusively be determined through this evaluation. Additionally, a direct correlation between the report of dehydration and heartmate ii lvas, serial number (B)(4) could not conclusively be determined through this evaluation. The account submitted log files that observed low flow alarms. The submitted log files contained data from 16oct2019 through 12nov2019 and 21nov2019 through 03dec2019. Low flow hazard alarms were observed on 06nov2019, 29nov2019, 30nov2019 and 01dec2019 when the estimated flow was below 2.5 lpm (was 2.4 lpm). It was noted that the patient also appeared to be sleeping on battery power. Despite the observed low flow condition, the system appeared to be operating as intended. The account later communicated that the low flow alarms were possibly related to dehydration. The alarms did not resolve. The account also communicated that the patient remains hospitalized for congestive heart failure (chf), weakness and dehydration. The patient remains on ongoing management. The patient remains ongoing on heartmate ii lvas, serial number (B)(4). Both the heartmate ii lvas IFU and patient handbook addresses all system controller alarms (including low flow hazard alarms) and how to respond to such events. Both documents also explain that patients must always connect to the power module or mpu for sleeping or when there is a chance of sleep. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced low flow alarms on (B)(6) 2019. The alarm has since resolved, however the patient remains hospitalized for congestive heart failure, weakness and dehydration. No further information was provided.